Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. A tear 1.33mm length was noted in the wall of the 25mm from the distal tip of the tube. During performance testing the device was noted to leak from the location of the damage. It should be noted that the product did not become deflated until several hours after placement. We were unable to determine when or how the device became damaged.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 2 hours in situ. Replacement was required. No incident related medical sequelae was reported.